Event description:
A customer reported to baxter (B)(6), a one-link needle free IV connector in which a no flow was observed. According to the report, the double-lumen peripherally inserted central catheter (PICC) line was blocked. Tissue plasminogen activator (tpa) was instilled on the red port and was left sitting for two hours. After two hours, the tpa was removed and the port was flushed with normal saline. It was observed that there was a reflux of blood in the gray port up to the engaged slide clamp. No blood was present prior to the removal of tpa. The gray port was removed and a new one-link was used. There were no reports of patient injury, adverse events or medical intervention reported related to this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A batch review could not be completed as the lot number was not provided by the customer. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an onelink IV connector in which backflow occurred while being administered through the reported set was not confirmed during sample evaluation. No defects were identified during visual inspection and during test for occlusion by flushing 10 cc of saline using normal thumb pressure. No root cause could be identified.